Event description:
A customer in (B)(4) reported to biomérieux a misidentification of a klebsiella pneumoniae urine sample as klebsiella oxytoca (99%) in association with the with vitek® 2 gn test kit (lot 2410257203). The customer performed an indol test to distinguish between k. Oxytoca and pneumoniae, and the result was negative. The customer retested with a different gn lot and the results were klebsiella pneumoniae (99%). The customer stated the patient was not harmed. There is no indication or report from the customer to biomérieux that the misidentification result led to any adverse event related to patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported to biomérieux a misidentification of a klebsiella pneumoniae urine sample as klebsiella oxytoca (99%) in association with the with vitek® 2 gn test kit (lot 2410257203). A biomérieux investigation was performed. The customer reported testing the isolates from macconkey agar (bmx) and incubating the strains for 24h, aerobic at 36c. Two (2) lab reports were submitted. One (1) lab report showed a low discrimination result between k. Pneumoniae and k. Oxytoca, which is considered a correct result. The other lab report showed an excellent identification of k. Oxytoca with four (4) atypical positive reactions (larl, ure, dtag, mnt) for an identification of k. Pneumoniae according to the gn knowledge base. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non-recommended media or other user set up errors or an atypical strain. Without the strain or raw data it's not possible to further evaluate the cause of the misidentification. Without strain submittal the reported misidentification cannot be confirmed. Vitek® 2 gn test kit lot #2410257203 met final qc release criteria. This lot passed initial qc performance testing.